Event description:
It was reported that the patient experienced pain at the implantable neurostimulator (ins) pocket site on her right side when she laid back or to the right. It was noted that the patient was very thin. The patient stated that the ins was implanted for left leg pain and the therapy helped, but the patient developed right leg pain as well. The patient wished to have the device explanted and did not want it replaced. The surgery had not yet been scheduled. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 748925 lot# serial# (B)(4) implanted: 2004-(B)(6) explanted: product type extension product ID 7434a lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3587a lot# lb9890 serial# implanted: 2004-(B)(6) explanted: product type lead. (B)(4).